Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the device switches off, new start necessary. No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Device evaluation: during the inspection the error description provided by the customer "switches off, new start necessary"" was not confirmed. The technical investigation of the returned product did not reveal the reported problem. The event is filed under internal karl storz complaint ID: (B)(4).